Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the suspected single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6)2016 to treat grade 4+ degenerative mr. One clip was implanted reducing the mr grade to mild, <1. On (B)(6)2017, it was suspected that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to 4+. A second mitraclip procedure was performed. Two clips were implanted, reducing mr from 4+ to 1. The patient remained stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment/slda in this incident could not be determined. The reported patient effect of mitral regurgitation (mr) is due to slda. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.